Event description:
It was reported that the patient developed erosion at the lead connection site. The hcp reported that the erosion went straight to a silk suture which could harbor bacteria. The hcp reported that he is not sure what lead to the erosion, but a breached skin lesion that is chronic will harbor bacteria, and typically cultures are not helpful, and eventually patient's systems are removed. The hcp reported that the erosion may have been due to infected wound erosion, or an allergy to some of the stitches, or there could have just been a necrotic point under the dermis. No cultures were taken because the patient's device system was removed. The hcp expects that the patient will recover without sequela.

Manufacturer narrative:
The device has been returned to the manufacturer for analysis which is not complete as of the date of this report. A follow-up report will be sent when the analysis is completed.